Event description:
It was reported that the patient experienced persistent ventricular arrhythmia requiring defibrillation or cardioversion. The causal relationship with the device was deemed not related due to pathological conditions.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
This per was determined to be supplemental. The investigation findings will be submitted under MFR # 2916596-2025-00695.